Event description:
Amplatz super stiff 0.035/180cm wire was out of spec. The diameter of the wire was enlarged focally which prevented coaxial delivery of intended device, significantly lengthening the procedural time.